Manufacturer narrative:
Concomitant medical products: w1tr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a cardiac arrest and the right ventricular (rv) lead exhibited a loss of capture. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.